Event description:
On (B)(6) 2019, I heard and felt a snap in my arm where I had 2 lcp plates inserted after an injury was sustained on (B)(6) 2018. I found out that the plate had failed and snapped in half. FDA safety report ID# (B)(4).